Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that his blood glucose was above 500 mg/dl in some instances. The customer would treat his blood glucose with manual injections. The customer stated that the issue was that his insulin was old. The customer mentioned receiving the lost signal alerts from the sensor and being unable to reconnect with the transmitter. The customer confirmed that the issue was resolved. Nothing further reported.